Manufacturer narrative:
B3: date is approximate. Month and year are confirmed valid. Continuation of d10: 4469 lead and 6935m62 lead implanted: (B)(6). 2016 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the patient was seen in the emergency department due to left arm swelling and concern of subclavian closure. The patient was checked, and imaging did not show a blockage in the left arm. It was noted that left ventricular (lv) lead output could not be confirmed as sufficient for consistent lv capture. The lead remains in use. No further patient complications have been reported as a result of this event.